Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The dilator was damaged at the tip and a guidewire could not be threaded through it. The tip appeared to be flattened with protruding, jagged edges flaring out. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The dilator was damaged at the tip and a guidewire could not be threaded through it. The tip appeared to be flattened with protruding, jagged edges flaring out. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, functional testing, dissection, and microscope inspection. The sheath came back with the dilator still inserted and was removed to continue with testing. The sheath was not able to deflect and hold deflection. Damage was also observed at the dilator tip. The sheath handle was dissected, and the friction gasket was found adhered to the shaft of the sheath and the distal surface of the screw component, contributing to the failure to deflect the sheath. Inspection under the microscope also confirmed damage at the tip of the dilator. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, functional testing, dissection, and microscope inspection. The sheath came back with the dilator still inserted and was removed to continue with testing. The sheath was not able to deflect and hold deflection. Damage was also observed at the dilator tip. An attempt to evaluate the compatibility of the sheath and dilator observed a successful insertion and did not encounter any complications. The sheath handle was dissected, and the friction gasket was found adhered to the shaft of the sheath and the distal surface of the screw component. Thus, contributing to the failure to deflect the sheath. Microscope inspection also confirmed damage at the tip of the dilator, and examination inside the valve hub identified excess adhesive on the inner rim of the shaft which likely contributed to the damage at the dilator's distal tip during a previous attempt to insert the dilator.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. The dilator was damaged at the tip and a guidewire could not be threaded through it. The tip appeared to be flattened with protruding, jagged edges flaring out. The sheath and dilator were replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.